Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope was broken in the distal tip. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: h2, h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the part of the device did not fell inside the patient during procedure. There was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, device evaluation and additional information. The device was returned to olympus for inspection and the customer's allegation was confirmed. The device evaluation found the plastic distal end-cover burnt/chipped. Based on the results of the investigation and previous investigations, it is likely the probable causes for the alleged failure of broken in distal tip is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. However, the definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.